Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer, staff monitor and external monitor cable were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the staff cart monitor of the navigation system were "flickering". Manual manipulation of the cable for the monitor would restore functionality temporarily, but the issue would recur. Additional troubleshooting found that the navigation system would progress into the cranial application software. When returning to the application selection screen, the navigation system became unresponsive and both monitors of the navigation system displayed a half black, half blue screen. A second surgeon monitor was tested and the reported issue recurred on the unit. A hard shutdown of the navigation system was required to exit the application selection page. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
While testing the navigation system, only the computer was replaced. The computer of the navigation system was returned for evaluation. However, results are not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.